Event description:
A healthcare professional called on behalf of the customer. The advocate alleged that nothing would show on the meter display when a test strip was presented. When the meter was powered on, the meter display was found to be missing segments. The advocate did not appear to be aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.